Event description:
It was reported by the customer that while performing a breast biopsy, they were unable to retreive any tissue samples. The breast was pierced, the case was aborted and the pt was rescheduled and sent home under normal post biopsy instructions.